Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation ribfix blu 16 hole plate catalog #: 76-2603 lot #: ni, biomet microfixation ribfix blu 2.4 x 12 mm screw catalog #: 76-2412 lot #: ni, biomet microfixation ribfix blu 2.7 x 12 mm emergency screw catalog #: 76-2712 lot #: ni. Therapy date: (B)(6) 2018. (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00198, 0001032347-2018-00487, and 0001032347-2018-00488.

Event description:
It was reported a revision was performed due to a broken plate. One rib fracture was fixed with a medxpert krampe, and the second rib fracture was fixed with a ribfix blu plate. During a check it was determined that the ribfix blu plate is broken. The plate and screws were removed during the revision. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the plate showed signs of significant wear. The ribfix blu 16 hole prebent plate (part# 76-2603, lot# unknown) was broken in two pieces and had some scratches and discoloration. The returned ribfix blu screw s/d-lk 2.4x10mm (part# 76-2410, lot # unknown), ribfix blu screw s/d-lk 2.4x12mm (part# 76-2412, lot# unknown), and ribfix blu screw emg-lk 2.7x12mm (part# 76-2712, lot# unknown) showed signs of wear on the threads and discoloration. The hospital provided CT scans and x-rays of the patient. In the scans it is clear that the anterior portion of the fractured rib is misaligned and plate broke in the middle of the 11th screw hole while implanted in the patient. The plate appears to have minimal contour. The fractured portion of the plate to the posterior of the rib fracture has five screws that remain fixated to the bone. The fractured portion of the plate to the anterior of the rib fracture has two screws that are fixated to the bone and four screws that appear fully locked to the plate but does not have purchase into the bone. It is unclear if these screws pulled out of the bone as there is no evidence of damage to the bone in the area of the screws. The distributor suggested that the implants may have pulled out of the bone due to postoperative patient coughing but this could not be confirmed as there is no evidence of pull through on the bone in the area of the implants. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The instructions for use (IFU) for these parts states in the section titled warnings: internal fixation devices aid the surgeon in the alignment and stabilization of bone in the chest wall for fixation of fractures and reconstructive procedures. While these devices are generally successful in attaining these goals, they cannot be expected to replace normal healthy bone or withstand the unsupported stress placed upon the device by full load bearing. Internal fixation devices are internal splints, or load sharing devices that align the fracture until normal healing occurs. If there is delayed union, nonunion, or incomplete healing of bone, the implant can be expected to bend, break, or fail. Therefore, it is important that immobilization of the fracture site be maintained until firm bony union (confirmed by clinical and radiographic examination) is established. The size and shape of bones and soft tissue place limitation on the size and strength of implants. Surgical implants are subject to repeated stresses in use, which can result in fatigue fracture. Factors such as the patient¿s activity level, limited blood supply, insufficient quantity or quality of bone, active or latent infection and adherence to load bearing instructions may have an effect on the performance of the implant. The surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and metallurgical aspects of the surgical implants. Adequately instruct the patient. Postoperative care is important...the patient is to be instructed in the use of external supports and braces that are intended to immobilize the site of the fracture or other non-union and limit load bearing. The patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break, bend or be damaged as a result of stress, activity, load bearing or inadequate bone healing. The patient is to be made aware and warned of general surgical risks, complications, possible adverse effects, and to follow the instructions of the treating physician. The patient is to be advised of the need for regular postoperative follow-up examination as long as the device remains implanted. The IFU for this product states in the section titled possible adverse effects: migration, bending, fracture or loosening of the implant. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00198-3, 0001032347-2018-00487-1, and 0001032347-2018-00488-1.